Event description:
Pt was admitted for elective removal of esophageal diverticuli via a thoracotomy approach in 2003. The pt had been experiencing diffuse esophageal spasms and increasing reflux aspiration. Following surgery, the pt was unable to move lower extremities and was unresponsive to painful stimuli from the nipple line down. Paralysis appears, at the time of this review, to be permanent. A left t6 rib was resected as is standard for this procedure. The left t7 rib was fractured during opening. Bleeding was noted most probably from redicular artery on the interior rib surface. Spinal foramina widens when the rib head is cracked leaving a larger than usual opening into the spinal canal. The cts surgeon utilized hemostatic surgical products, bone wax and oxidized regenerated cellulose, to pack the area in attempt to control bleeding. There was an espisodic hypotension during operative procedure. Following the procedure the pt was able to assist in transfer from the procedure table to the stretcher. An epidural catheter for pain mangement was in place with fentanyl infusing. During the post operative course there was significant hypotension for several hours (systolic bp range 65-90.) This was treated with plasmalyte, fluids and norepinephrine and stabilized at 90-100 mm hg. ICU r.n. Noted pt having difficulty moving lower extremities. Anesthesia was called to evaluate epidural catheter. Fentanly via epidrual was stopped at this time and neruo checks and vital signs were ordered every hour. The ICU r.n. The ICU r.n. Notified cts surgeon and neurosurgery consult and CT scan was ordered. The CT scan demonstrated intra-canal low attenuation, consistent with fatty material at the t5 level. Probalbe severe spinal cord compression. The pt had a decompression laminectomy of t5-8. Bone wax was removed from the spinal canal. Pt placed on decadron protocol.